Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component. The hospital has reported no pt injury.